Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The report stated that during a cardiosurgery, a fire occurred on an x-p gauze. The gauze was new, and it was put on the patient's abdomen as a spare. The gauze was touching the rib retractor and the pencil was used close to the rib retractor when a flame was noticed. The nursed used blood to extinguish it and then put the gauze into a bowl. There was no patient injury. Another pencil was used to complete the procedure. The tip of the pencil was a megadyne electrode. The patient's skin had been disinfected with isodine. The generator had been set at cut 40 and coag 40.